Event description:
It was reported that the device was explanted due to suspected premature battery depletion. The patient was stable following the procedure.

Manufacturer narrative:
Additional information: the reported field event of premature battery depletion could not be confirmed. Longevity calculations were performed and the battery depletion was normal. Sensing, pacing, pacing lead impedance, high voltage (hv) lead impedance, hv charging, hv delivery and hv shock impedance were tested and all were normal.